Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the female patient had an initial tsa on an unknown date. The patient was revised on (B)(6) 2024 and an antibiotic spacer was implanted. The patient will be revised to hrp/reverse soon. The surgeon would like someone to look at the wear of the glenoid. He thought it looked a little strange and asked that it be sent back for an opinion. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. Sales was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
H3: the revision reported was most likely the result of prosthesis wear 9 years after the index procedure secondary to potential contributions from incomplete seating of the glenoid at the time of implantation and infection at the time of revision. However, this cannot be confirmed as radiographs were not available and limited clinical information was provided. Additional information: d9. Correction: h6 type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
The reported revision was most likely the result of prosthesis wear 9 years after the index procedure secondary to potential contributions from incomplete seating of the glenoid at the time of implantation and infection at the time of revision. However, this cannot be confirmed as radiographs were not available and limited clinical information was provided.